Event description:
Event description guidant received information that during an elective replacement this implantable ventricular lead measured an impedance of less than 20 ohms. The patient was unable to be defibrillated at 31 joules, when induced during the procedure. The patient required external resucitation.